Event description:
It was reported that the system was not saving pt images. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was identified as being defective and a replacement hard drive was ordered. No conclusion can be drawn as repair info is unavailable at this time.